Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device and delivery system (wds) was inserted. The patient's anatomy was challenging and required multiple partial and full recaptures. After adequately meeting position, anchor, size, and seal (pass) criteria, the wds was deployed and the 27mm closure device was implanted. The was was retracted across the septum to the right side of the heart and an anterior pe was discovered measuring 3-5mm. The patient's hemodynamics were stable however due to the size of the pe, the physicians decided to perform a pericardiocentesis. To perform the pericardiocentesis, a 2mm pigtail was inserted through the right ventricle (rv), into the pulmonary artery (pa). The patient became hypotensive and tachycardic and began to tamponade. It was revealed through transesophageal echocardiogram (tee) that the pigtail was through the rv, rather than in the pericardial space as intended. A cardiac surgeon and team were called to the room. A second pericardiocentesis was performed and second 2mm pigtail was placed in the pericardial space as intended. 800ml of blood was drained from the pericardium. The patient's blood pressure and heart rate stabilized. The first pigtail, which has been placed through the rv, was removed. The patient had minor bleeding but remained stable. Surgery was not required. A drain was left in overnight and the patient remained in the intensive care unit for monitoring. The patient was extubated the following day and remained stable. The patient was discharged.